Manufacturer narrative:
(B)(4). Philips investigation has determined the probable root cause to be a software nonconformance that may cause the auto delete function to incorrectly determine which files to delete, which may result in raw data being deleted immediately after scan acquisition and before images are reconstructed. This could result is a CT rescan and/or reinjection of a pt. Philips has confirmed this reported incident is associated with c and r (B)(4), which was submitted to the FDA on dec 5, 2011. The FDA has classified this issue as a class ii recall therefore, this reported event is MDR reportable. Filed safety notification 88200418, 88200420 was mailed to the customer on dec 6, 2011. The filed correction will be implanted within 6 months of (B)(4) being released. This customer site was confirmed to be on the consignee list provided to FDA for this correction.

Event description:
The customer reported data from a pt study was deleted from the pet reconstruction server (prs). The customer confirmed the autodelete function was selected to on.